Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Correction: h6: fields should be corrected to reflect device not returned